Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient also reported blood at the infusion site. Treatment information was not provided.